Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. It was clarified that only device malfunctioned during the procedure. The second device was reported was the device used to complete the procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. It was clarified that only device malfunctioned during the procedure. The second device was reported was the device used to complete the procedure.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that the retroreamer broke during surgery. This occurred whilst reaming the femoral tunnel having already reamed the tibial tunnel. The surgery was not delayed as they had one in stock to open and use, which incidental had the same lot number. It is likely that all 3 that have broken have had the same lot number. The instrument cannot be returned as they will not process it. Additional information received from the affiliate reporting no patient or user consequences were reported. The affiliate also reported two products were involved in the reported event which occurred during an acl procedure. It was reported the case was completed with an alternative product.